Event description:
It was reported that, "the pt had a fall at home and developed knee pain. The fall of 08 and x-ray revealed the tibial baseplate had fractured on the posterior medial side. The baseplate was explanted and a new universal m-2 baseplate was implanted."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.